Event description:
Medtronic received information that during the use of a bio-medicus 21fr nextgen arterial cannula, the customer reported that when the cannula was inserted into the patient, the customer observed that the connector was completely broken and deformed and the cannula was removed. The customer reported that the cannula had to be replaced and during the transition, there was moderate blood loss however a cannula is currently in place and the patient is on extracorporeal membrane oxygenation (ECMO). The customer has stated that the device was discarded due to the patient's "covid positive" status. There was no patient impact associated with this event. The customer stated that it is initially difficult to notice the defect because as soon as the surgeon inserts the obturator into the cannula for insertion, that connector is covered with a plastic cover until it is inside the patient and is connected to the extra-corporeal membrane oxygenation (ECMO) lines. The customer reported that they observed as the ECMO fellow inserted the cannula and reported that there was no user error.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: medtronic received additional information that the amount of blood loss was 200ml and no blood transfusion was given. The customer stated that there was no air in the cannula and it was simply inserted but they could not connect the tubing because the connector was so deformed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the complaint is confirmed for a cracked cannula body connector based on the photo provided, however, no product has been returned to date. A root cause of this occurrence cannot be determined without returned product, however, based on the available information, this complaint is potentially the result of a use-related issue. The damage to the cannula connector can occur when the introducer is inserted into the cannula body without the use of the hemostasis cap. The introducer handle can cause stretching, crazing or cracking when it is forced into the connector. The hemostasis cap is clear and is attached to the introducer on the provided protective sheath. Trends for issues with this device are monitored. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.